Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device was discarded at user facility. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: a patient presented for treatment of a popliteal aneurysm. A 7fr sheath was used to advance the gore® viabahn® endoprosthesis through the superficial femoral artery. The device was placed at intended treatment site and deployment was attempted. As reported, only two-thirds of the device expanded although the deployment line was completely deployed. The sheath was removed in tandem with the viabahn device. The withdrawn viabahn device appeared to still be attached to the catheter by frayed remnants of the deployment line. After the partially constrained device was removed, a new viabahn device was placed and deployed with no issues. The patient did not experience any adverse consequences.